Manufacturer narrative:
The insulin pump was received with a constant motion sensor test failure due to an out-of-phase motor encoder signal. No motor error alarm was noted. The motor position encoder error alarm and failed battery test alarm could not be verified due to the motion sensor test failure alarm. The unit could not perform the displacement test due to the motion sensor test failure alarm. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he was having an MRI done and realized that he was wearing the insulin pump at the time. The patient's device alarmed with motor error. His blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. However, the customer mentioned that the device had alarmed with a motor position encoder error. The device also alarmed with failed battery test, but the customer declined troubleshooting for the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.